Event description:
Per the audiologist, the pt reported uncomfortable and painful sound sensations with the cochlear implant system. Results of an integrity test done in late 2008 were consistent with receiver/stimulator malfunction. Reimplantation was recommended, but had not been scheduled at the time of this report.

Manufacturer narrative:
This type of event is addressed in the device labeling.